Event description:
It was reported that the user experienced a low glucose reading of 66 mg/dl, denied symptoms, treated with oral glucose, lacked fingerstick strips for confirmation, did not upload pump data, and the cause of the event remained unclear. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included resolution with self-treatment and no hospitalization. Investigation included troubleshooting and education regarding low glucose management. Investigation of this case revealed no confirmed device malfunction or component failure, and no contributing device-related factor was identified due to unavailable corroborating data. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.